Manufacturer narrative:
Product was received, date of implant placement date has been updated. H6: health effect - clinical code added: 1930, 2013 and 1932. Medical device problem code added: 2408.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.